Event description:
The customer reported that during device set up, his olympus evis exera iii video system center was experiencing connection issues. According to the initial reporter, this device never made patient contact. During the device evaluation, it was discovered that the subject device was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The device was experiencing an endoscope connection issue. Additionally, there was no image displayed during testing due to a defective printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board could not be identified. However, it¿s likely the cause is related to a defect of the operational amplifier because no countermeasures were made by changing the operational amplifier circuit design of the printed circuit board (dr board) of the patient board set. It was confirmed that the design of the dr board was changed on (B)(6) 2018. Therefore, this confirms the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.